Manufacturer narrative:
The device was returned for analysis. Evaluation found that the device had a cut cable and worn wave washers. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the device was working intermittently. There was no patient impact.